Event description:
The customer reported recovering low quality control for all parameters and an uncontained fluid leak of approximately a few ml from the coulter ac.t diff analyzer baths. There was no report of injury, erroneous results, and direct physical contact with the fluid, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was observed.

Manufacturer narrative:
Service was not dispatched. A beckman coulter (bec) customer technical specialist (cts) guided the customer to manually drain and clear any obstruction from the white blood cell (wbc) and red blood cell (rbc) baths. The cts then instructed the customer to verify the instrument to meet the specified requirements per established procedures. The instrument ran passed startup and quality controls of all levels were within specification. (B)(4).